Event description:
Interference with other cath lab equipment. Replaced power cord with cat 5 cable and no longer have interference.

Manufacturer narrative:
(B)(4). Results: facility not returning product as issue has been resolved. Conclusion: facility not returning product as issue has been resolved. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.